Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had an adjustment, because they could not lay in bed without the stimulator "shocking the heck" out of him. The patient reported he had to turn stimulation down considerably to make it work. The patient reported "they made a major adjustment on how the leads were acting; they tried to put on where I laid down and it turns off and this thing is causing a lot of havoc." The patient then stated he was "having a terrible time with this thing; they need to reboot this thing back to the original settings." The patient reported that an adjustment was made on (B)(6) 2018. The patient reported stimulation was really uncomfortable. The patient also stated he was sitting in bed and "it like bumped the back of it," and while driving "it is giving him an excess amount of electricity." The patient stated he first noticed the uncomfortable stimulation after the swelling went down. The patient reported the swelling was from the implant surgery. The patient stated "it was running a specific amount of pain do wn my right leg, the front of it, it felt like cramping up and it was extremely painful." Patient services asked if the patient meant that stimulation was painful and the patient said yes. The patient reported this only happened when he was lying in bed. The patient reported he first noticed the pain down his right leg when they made the first adjustment on (B)(6) 2018. No further complications were reported/anticipated.